Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset, guided the caller through the process, and the caller successfully started their sensor session without further errors.